Event description:
It was reported by service report that there are missing pivot pins on the break away head section causing the head section to not lock in place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Breakaway head section.